Manufacturer narrative:
Concomitant medical product: product ID: 8840, serial# unknown, product type: programmer. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving compounded baclofen 1 750mcg/ml at 299.9/mcg/day via an implantable pump. The indication for use was intractable spasticity. On (B)(6) 2019 an empty pump reservoir was reported. Per the reporter, the patient was seen in (B)(6) 2018 for a refill and (B)(6) 2018 there was a pump replacement as eri (elective replacement indicator) was 5 months and she thought the old drug from that pump was placed into the new pump. Per the event logs, on (B)(6) 2018 the low reservoir alarm occurred and on (B)(6) 2018 the empty reservoir alarm occurred. The patent was admitted to the hospital (B)(6) 2018 or (B)(6) 2018 with vomiting and respiratory distress symptoms. The patient aspirated with pneumonia occurring and the patient was placed on a ventilator. The physician ordered 2500 ug/ml at 150ug/day in sc (simple continuous) mode for the patient¿s pump. Today the patient was admitted back to the hospital and put on a respirator. The physician did not prescribe oral baclofen with the patient experiencing severe rigidity with pain and spasticity while the reporter thought the patient was going through itb (intrathecal baclofen) withdrawal. The reporter was inquiring why the 31.7ml¿s dispensed message was seen via the programmer and the alarm date stated (B)(6) 2019 when the actual low reservoir alarm occurred (B)(6) 2018. No further complications were reported or anticipated. On 2019-mar-11, additional information was received from a manufacturer representative (rep). The rep stated they spoke with the office last week and was told that the patient had been in-patient at the hospital for an extended period of time with the pump alarming and "no one thought to contact the office to let them know". No further information was known.

Manufacturer narrative:
The patient codes have been updated to include (B)(4). The device codes have been updated to include (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, additional information was received from an healthcare professional (hcp). The nurse reported a patient death. The date of the death occurred in (B)(6) 2019 and thought to have occurred on (B)(6) 2019. The cause of the death was not known. It was unknown if the death was thought to be related to the device or therapy. The patient stated that the patient had multiple sicknesses and multiple sclerosis. On (B)(6) 2019, additional information was received from the healthcare professional (hcp) and patient's mother. Additional information stated the patient had their pump replaced on (B)(6) 2018. The hcp stated their normal procedure was to have the patient return to the facility to have their wound checked one week post-surgery. However, the patient lived far away. The patient's mother requested that the patient's primary care physician check the wound (which was done, but no additional information provided). The hcp then stated that no telemetry was presented after the pump refill to note the alarm date (low reservoir alarm date). The alarm date was suspected to have been "later in (B)(6)". The exact date was not known because the patient had been given a concentration increase. The hcp stated they thought the pump ran dry in (B)(6) (presumed the (B)(6) 2018, but was questioned) because it was filled with 20 ml instead of 40 ml. The hcp stated they did not know why this happened and no one was aware of why. Regarding the pump alarming; the pump had been alarming and no one had heard or understood it. The patient had gone into the hospital for aspiration pneumonia after being found by their mother in their room following aspiration. The patient was taken to the hospital and was discharged to rehab. The hcp stated they had an arrangement with the patient to refill the pump at the patient's location because the patient was so far away, transport was difficult and the patient was in a rehab facility. When homecare went to refill the pump, they found that it was alarming and had been empty since (B)(6). They spoke with the hcp and were instructed to fill the pump and start it at a slow rate. The next week, the patient had pneumonia, was put on a ventilator and passed away. The hcp stated the patient did have severe ms and answered the presumed question of whether or not the patient's multiple sicknesses and ms were related to the device or therapy by stating, "do we think it's related to the pump or baclofen withdrawal? No."

Manufacturer narrative:
Product ID 8870, serial# unknown. Product type software, product ID 8870, serial# unknown. Product type software. If information is provided in the future, a supplemental report will be issued.